Manufacturer narrative:
510k: this report is for an unknown nails: tfna/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent revision surgery due to broken proximal femoral nail advanced (tfna) nail at the helical blade. The hole in the nail was removed and replaced with a tfn nail. The fragment was removed. A proximal femoral nail (tfn) was implanted after removal due to nonunion. All devices explanted and removed are proximal femoral nail advanced (tfna), helical blade and two (2) 5.0mm locking screws. The procedure was successfully completed. Patient status is unknown. Unknown tfna helical blade (part# unknown, lot# unknown, quantity# 1), unknown locking screw (part# unknown, lot# unknown, quantity 2). This is report 1 of 1 for (B)(4).